Event description:
Patient reported receiving an a1 (cartridge low warning) alarm and the infusion device froze. Her blood glucose was elevated to 341 mg/dl. Patient's normal blood glucose range was 59-180 mg/dl. She removed the power pack and discovered that it was not flush with the infusion device and tightened properly. Patient corrected the issue, but her blood glucose remained elevated at 300 mg/dl. She admitted that she used the infusion set tubing for 8-9 days rather than the recommeded 6 days. Patient reported that after exercising and sweating that she observed itchy lumps around the infusion site. She stated that she applied lidamantle cream to address the itchy lumps. She indicated that when she primed the infusion set, insulin dripped from the tubing. Patient discovered the basal profile was lower than intended. She reported having scar tissue. Patient reported checking her blood glucose 4-8 times per day. She switched to the backup device and her blood glucose returned to normal. Patient believed the infusion device was not delivering insulin properly. She did not report any symptoms associated with the elevated blood glucose. No medical assistance was reported. Product was requested to be returned for evaluation.